Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a total knee arthroplasty on (B)(6) 2004. Subsequently, patient was revised on (B)(6) 2014 due to poly wear and the distal femur connecting screw backing out causing the locking pin to fracture.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. The returned products have signs of wear and plastic deformation that could have been caused from the distal femur connecting screw backing out.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4). Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Event description:
It was reported patient underwent a total knee arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2014 due to instability of the distal femur, a fractured locking pin and poly wear.